Manufacturer narrative:
Corrected: the date received by mfg in follow up 1 was erroneously reported as 20 dec 2017)

Event description:
It was reported that while a getinge service manager was performing preventive maintenance the cs300 failed the battery runtime test. No patient involvement or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested, and we will report accordingly if it becomes available. The initial reporter named is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6).

Event description:
It was reported that while performing a getinge service manager was performing preventive maintenance the cs300 failed the battery runtime test. No patient involvement or adverse event was reported.

Manufacturer narrative:
The getinge service territory manager reported that the batteries were replaced in order to fix the malfunction. The iabp passed all testing and was returned to the customer for clinical use.

Event description:
It was reported that while a getinge service manager was performing preventive maintenance the cs300 failed the battery runtime test. No patient involvement or adverse event was reported.